Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that on the first day after the patient underwent prostate surgery, bladder irrigation was required to prevent the postoperative bleeding. After 23 hours of indwelling the three-lumen urinary catheter, the balloon used for fixation was ruptured, which caused the catheter to fell and the bladder irrigation was stopped. In order to prevent the prostate bleeding, other types of catheters were selected for reinsertion, which increased the patient's pain and caused the patient's dissatisfaction. No medical intervention was reported. Per follow-up information received via ibc on 09may2022, stated that there was no missing pieces of balloon and no medical intervention required. It was stated that the patient had no prostate bleeding.